Manufacturer narrative:
Covidien reference #: (B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer had reported that during a gastrectomy, the blade of the device became stuck when the surgeon was cutting. The surgeon used a surgical scissors to cut the tissue instead, and there was no patient injury. Upon receipt of the device for evaluation at covidien, a preliminary investigation of the device found that the spindle cap tab was broken off. It was returned loose in the bag with the device.